Event description:
A health care professional reported that after implantation of intraocular lens (iol), the patient had difficulty to read and see computer, the clinical reason for explant was limited best vision at near without correction. The iol was explanted and exchanged for monofocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).